Event description:
Reportedly the ventricular lead moved back from the connector port. It occurred 2 times despite cleaning and screwing. A new device was implanted.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical function.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4).

Event description:
Reportedly the ventricular lead moved back from the connector port. It occurred 2 times despite cleaning and screwing. A new device was implanted.

Event description:
Reportedly the ventricular lead moved back from the connector port. It occured 2 times despite cleaning and screwing. A new device was implanted.